Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the nerve block was being used for an interscalene block. During removal of the catheter, it became separated. As a result, the pt was sent to another hosp for surgery and the piece was removed without incident. It is unk if there was a delay in treatment and there was no pt death reported.